Manufacturer narrative:
Investigation: investigation conclusion: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's' indicated failure mode for 6074445 with the incident lot was observed using a previously investigated complaint. A review of the manufacturing records was completed for the incident lot and no issues were identified. Root cause description: based on the investigation, the root cause / potential root cause for the poor clot formation was determined to be insufficient clotting time.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes had poor clot formation. No serious injury. No medical intervention.